Event description:
The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that her onetouch ultra2 meter was displaying the "low battery" message. During the cs call, the pt also mentioned having symptoms but it was unk if the symptoms occurred before or after the reported issue. The medical surveillance specialist (mss) spoke with the pt one week later to obtain/verify the following info: the pt indicated that the "low battery" message first appeared a few days before she contacted lfs. The customer service representative (csr) noted that the battery needed to be replaced based on the battery life and usage and advised the pt to replace the battery. The pt contacted lfs customer service again six days later. The csr noted that the subject meter would not power on: when the pt spoke with mms, she indicated that the meter would power on with a new battery but it was still displaying the "low battery" message. The pt claimed she developed symptoms she described as having water eyes and frequent urination after the "low battery" message first occurred. The pt administered self-treatment with 4 glasses of water. She also visited her doctor the next day because she was still having symptoms of frequent urination: her blood glucose level was "296 mg/dl". The pt did not receive any form of medication intervention during the doctor's visit; instead, she received a prescription for glucophage. This complaint is being reported because the pt allegedly suffered from a serious injury after the "low battery" message appeared: she reportedly became hyperglycemic with symptoms of frequent urination. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.